Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2019-02401. It was reported that when the patient presented in the hospital, drainage at the incision site was observed with (B)(6) blood cultures. The physician explanted the system. The patient was stable post procedure.